Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not displaying power. The insulin pump was also frozen and unresponsive buttons. The insulin pump did not display alarms or error before powering off. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump was monitored, all operating currents tested within specification range. No unexpected low battery or off no power alarms noted. No frozen display noted. All buttons function properly. However moisture damage was noted on keypad traces. Insulin pump had a cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection.